Event description:
During rhizotomy procedure, surgeon tried to place bone wax and it would not stay in place. It migrated to adjacent tissue. Patient developed an abscess and had to have redo surgery for drainage of abscess.